Manufacturer narrative:
The onyx was not returned as it was implanted in the patients; therefore, product analysis of the onyx was not able to be performed. Attempts have been made to obtain additional information, however, our attempts have intracranial hemorrhages are known inherent risks of the endovascular procedure and are documented in the material's instructions for use. No issues were reported to have occurred during the procedure or use of the material. There was no report of additional medical intervention being required. Based on the reported information, there is no reasonably suggestion that a malfunction or quality deficiency of the material occurring during the treatment procedure. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related events that was probably caused by hemodynamic changes induced by the procedure. The patient¿s clinical status did improve significantly and did return to active life.

Event description:
Citation: ¿use of onyx (a patented ethylene-vinyl alcohol copolymer formulation) embolisation of cerebral arteriovenous malformations in hong kong: initial experience¿ george kc wong. Simon ch yu. Xl zhu. Michael km kam. Ws poon. Medtronic received report that 9 patients were treated with onyx 18. The mean age of the patients was 30 years, with a range of 18 to 45 years. One of these patients was reported to have developed a convexity-related subarachnoid hemorrhage evident on post-procedural computed tomography. This patient was reported to have returned to work/study.